Event description:
Pca pump was programmed incorrectly-concentration of syringe was 1 mg/ml, but pump was programmed as though the concentration was 0.2 mg/ml. Pt was recieving 5x the prescribed dose.